Manufacturer narrative:
Device evaluation: the device related to the reported event of other-technical and adhesion, received on jun 23, 2021 with catalog number: (mcghan 360cc). Visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles on the shell, yellow particles in the shell, and a curved opening on radius. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius and partial delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Partial delamination on plug strap disk shell assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side device exchange with no complaint against device. Healthcare professional later reported "tissue encasing valve" and "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side device exchange with no complaint against device. Healthcare professional later reported "tissue encasing valve" and "plug strap separated."

Event description:
Healthcare professional reported left side device exchange with no complaint against device. Healthcare professional later reported "tissue encasing valve" and "plug strap separated." Device has been explanted.